Event description:
This report is 2 of 3 linked to mfg report numbers: 3004608878-2024-00039, 3004608878-2024-00041. A facility reported that there was an issue (movement) with the mayfield ultra base unit (a2101) during craniotomy surgery. The patient was already under anesthesia when the dysfunction was observed; however, there was no consequences/impact for the patient. The surgery was finalized using a replacement unit with approximately 5 to 10 minutes increased surgery time (time to find another skull clamp). The only biographic information received is that the patient was an adult.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -the inspection of the base unit shows that the transitional member had severe damage on the bearing surface on its bottom like hammer blows - this is misuse and must be replaced. Also, the adjustment wrench is missing, and the shock cushion of the handle assembly and the cam link support pin were removed and must be replaced under preventive maintenance (pm). To resolve all issues, the transitional member was replaced, and the adjustment wrench was added to the unit. The shock cushion of the base handle assembly and its cam link support pin were replace, and the handle assembly was reassembled and adjusted to build up the required pressure onto the transitional member. After completing the repair, the unit successfully passed a function test. Root cause - the complaint is confirmed via inspection of the unit. The transitional member had severe damage on the bearing surface on its bottom. The damage appeared to be from hammer blows, indicating misuse of the unit. Additionally, the unit required replacement components as part of preventive maintenance. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.